Manufacturer narrative:
This supplemental report was submitted to provide additional information from the user facility. The director of nursing further reported that the malfunction was observed during an unspecified ear, nose and throat (ent) procedure. The procedure was completed using a back up hand piece. There was a five minute delay. There was no patient injury/harm. The current condition of the patient is well. No patient demographics were provided. The device was inspected prior to use.

Manufacturer narrative:
This supplemental report was submitted to provide the root cause of the OEM's investigation results. The root cause of the reported failure is attributed to an electrical short in the handpiece cable.

Manufacturer narrative:
The manufacture performed an evaluation of the referenced diego elite hand piece for the reported "the main drive gear is not spinning freely¿. Based on the evaluation findings, the reported complaint was confirmed. The hand piece failed the hall sensor indicating a hall signal wire short, and its motor was working intermittently. A visual inspection of the cable found it was deformed (bumps) with a large knot. The motor gear had a foreign residue with restriction when manually rotated. The handpiece was inspected with a test signal breakout box and failed the fourth step. The hand piece was then connected to our test diego elite console and was recognized by the console. During functional testing, the hand piece was tested with with a test monopolar blade, and was able to rotate the blade tip, generated energy output when the footswitch was being activated. However, when activating the window toggle button of the test footswitch, the test blade window was observed to keep toggling/spinning for additional 1-2 seconds even though the toggle button had already been released. Furthermore, when inspected with the blade burr, confirmed that the handpiece motor stop working afterwards. The device history shows manufacture date 16, jul 2019 and has 38 sterilization cycles the investigation is ongoing, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The reference multi-debrider handpiece was returned to the service center for service/repair. The evaluation found the blade does not open and close smoothly, generating an abnormal sound when activating the toggle function. The potential cause of the reported non-functioning issue was attributed to a faulty mag sensor. The multi-debrider handpiece is a non-repairable device.

Event description:
The service center was informed that the multi-debrider handpiece was not functioning as the main drive gear was reportedly not spinning freely. There was no patient involvement reported.